Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) replaced the front panel on the unit and performed operational verification procedure (ovp) testing. The unit is working per manufacturer's specifications. The carefusion failure analysis laboratory received the suspected component, a vela front panel assembly, and evaluated the device. An evaluation of the component did not duplicate the reported issue. The screen was red and unusually dim on start up, indicating led backlight failure. At this time, the customer has not responded to requests for additional information regarding this event. If additional information becomes available, it will be submitted in a follow up report.

Event description:
The customer reported that the display is intermittently going dark. It is unknown if there was patient involvement associated with the reported issue.